Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. Timeouts were observed in the data, however the data showed that the ratchet gear continued to rotate during these timeouts. The pod had been deactivated by the user at the end of second prime. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. Timeouts were observed in the data, however the data showed that the ratchet gear continued to rotate during these timeouts. The pod had been deactivated by the user at the end of second prime. The device was reset and a rerun was performed successfully without any timeouts or drive stalls. The cause of the observed high pulse widths could not be determined. It could not be determined if the observed high pulse widths contributed to the reported allegation.